Event description:
Dsinformation was received indicating that while in use of a smiths medical cadd legacy plus pump, the patient was supposed to receive 100ml of medication over 46 hours. But the reporter indicated that the patient returned two days later with a full amount of drug in the cassette and the pump showed delivering 100ml. Subsequently, treatment was delayed due to equipment malfunction. No patient consequences were reported. No adverse effects were reported.